Manufacturer narrative:
No product was returned related to this case. The complained test strips have been calibrated against the who standard rtf/16. Corresponding retention test strips (lot 330462) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. No information was provided in the complaint case that would point to a cause for the result discrepancy. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Country of origin is (B)(6). Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) when compared with an unknown laboratory method. Patients meter differs from lab method. The customer meter result was 4.4 inr and the laboratory venous result was 3.2 inr. There was no therapeutic range provided. There was no allegation that an adverse event occurred.